Manufacturer narrative:
Batch review performed on 17 september 2018. Lot 165678: 22 items manufactured and released on 21 october 2016. Expiration date: 2021-10-06. No anomalies found related to the problem. To date, 12 items of the same lot have been already sold without any similar reported event. Biolox delta ceramic ball head 12/14 ø 40 size l + 4. Lot 167044 : 30 items manufactured and released on 20 march 2017. Expiration date: 2022-03-07 no anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any similar reported event. The supplier of the ball head has been informed about the issue on 31 august 2018 on 05 september 2018 they replied: protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the ball head were according to the specification at the time of production . The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Clinical evaluation performed on 18 september 2018 by medical affairs director early dislocation in primary cementless tha, few days after surgery. Further surgery required but not executed for other medical reasons. From the one image supplied, we are unable to determine the cause for dislocation, there is no evident malposition of the components. However, there is no clue that the cause for dislocation could be attributed to a defective device.

Event description:
We were informed on (B)(6) 2018 that a revision surgery to be planned due to head dislocation from liner and cup happened 1 month after primary. Update 22 august 2018: the date in which the revision will take place is unknown. The patient was in cardiac distress and was unable to undergo surgery.